Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was dislodged twice while attempting to obtain coronary sinus access. It was initially placed in the atrial appendage twice with verified helix extension, and with adequate sensing impedance and thresholds. The physician removed the atrial lead and used a pin plug in the atrial port of the cardiac resynchronization therapy pacemaker (crt-p) device. No further patient complications were reported.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.